Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's drg system programmer displayed an error message and the patient's pain returned as the patient no longer felt any stimulation therapy. A system impedance check revealed high lead impedance. Surgical intervention may be taken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information received identified the patient underwent surgical intervention and the old lead was successfully removed and a new one implanted. Postoperative, stimulation therapy was 100% in the pain area with good effect.